Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported an arcuate incision resolved with a tag that was difficult to titrate on a patient's right eye during laser assisted cataract surgery. The surgeon was able to open it. A keratome was used on the main incision and the wound was sutured.

Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).